Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the b30 (scope communication) error was not confirmed. Based on the results of the investigation, the root cause of the b30 error was the device leaked and water invaded there while the user was handling the device. Due to the invasion, abnormality of electronic parts occurred which led to temporary display of error message. The rubber adhesive was found to be peeling due to deterioration/breakage of the adhesive from chemical stress/physical stress. In addition, the following non-reportable malfunctions were found during the device evaluation; instrument channel leaked, conduction failure between distal end and connector, defective circuit or shielding configuration, the distal end presented with corrosion due to water exposure, bending manipulation and insertion tube defects. The event can be detected/prevented by following the instructions for use which state : ¿- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii bronchovideoscope was presenting a b30 scope communication error during procedure preparation. There was no patient harm reported from the above event.